Event description:
It was reported that the patient presented with angina. Stress test showed significant anterior/inferior wall ischemia. A decision was made to proceed with intervention. During left heart catheterization, a 2.5x28 promus stent was deployed in the left anterior descending (lad) followed by deployment of a 3.0x20 promus stent in the mid segment of the lad. Good flow was noted. Post dilatation was performed at which point, the patient complained of chest pain. A grade iii perforation was noted. An attempt was made to advance a 3.0x19 jostent graftmaster stent system; however, the stent system could not advance through the mid stent (3.0x20 promus) and the stent dislodged from the balloon. A non-abbott balloon was advanced through the stent and the stent was placed in the lad. The graftmaster stent was then crushed into the vessel wall using the balloon. A 2.5x12 promus stent system was advanced to the lad and the stent was deployed over the area of perforation and diminished extravasations of contrast. A 2.5x23 promus stent system was advanced and the stent was deployed over the crushed graftmaster stent and embedded it against the vessel wall. A non-abbott balloon was inflated in the lad and left inflated. An intra-aortic balloon pump was inserted as well as a temporary transvenous pacemaker. During the peak of hypotension, emergent pericardiocentesis was performed and a drain was placed in the pericardium. Hemodynamic status improved as dobutamine was started. After several minutes, there was no evidence of extravasation via angiogram. Approximately one hour later, increased drainage was noted from the pericardial tube. Heparin was stopped.

Manufacturer narrative:
(B)(4). For approximately five minutes, balloon inflations were performed using a non-abbott balloon. Echocardiogram revealed wall motion was normal. Hemodynamics improved with balloon inflation. This cycle was continued until the patient was taken emergently to the operating room (or). Hemodynamic status was stable until taken to the operating room. The patient ultimately died. No additional information was provided. Concomitant medical products: guide wire: fielder xt; sheath: 6f ebu3; 7fr jl4; stent: 2.5x28 promus; 3.0x20 promus ; other: heparin. A promus is being filed under a separate medwatch report. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected. The patient effects of hypotension, hemorrhage, and death are listed in the potential adverse effects section of the otw graftmaster instructions for use as potential adverse events associated with coronary stenting procedures and are not necessarily an indication of a product quality deficiency.